Event description:
Caller tested 4.7 inr on the coaguchek xs system while 2 comparison labs returned as 3.4 inr and 2.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.